Event description:
It is reported that a customer's insulin pump has no power and does not work. The patient's blood glucose level was unknown at the time of the call. The customer stated that the batteries they use (B)(6) batteries. The customer could not troubleshoot the issue at the time of the call because they were driving, but they stated that they will buy new batteries to see if a battery change would resolve the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.